Event description:
Severe headaches, left eye pain, chest pressure, and nasal chapping. Covid has resulted in her primary contact with her family via (B)(6) meeting with minimal contact still allowed as of (B)(6) 2021. I am her power of attorney (son), (B)(6) and she is unable to read and communicate well due to 2 strokes in 2018 and she now resides in an assisted living facility in (B)(6). I am her primary translator when she is allowed to leave the facility. No specific tests have been run as her complaints come and go mostly with no warnings and lasting for a few minutes to several hours. This is a recall product that I was made aware of only yesterday (B)(6) 2021 via email from (B)(6). FDA safety report ID# (B)(4).